Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 490 mg/dl. It was unknown how the customer treated for their high blood glucose. The customer declined to troubleshoot for the high blood glucose incident. Customer stated that insulin pump had air bubbles in the tubing. Customer current blood glucose value was 126 mg/dl. It was unknown that customer using auto mode feature active at the time of event. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a broken belt clip rails. The test reservoir does lock properly inside the reservoir tube. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08520 inches. (B)(4).